Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently the patient was administered general anesthesia (date not reported) to facilitate excision of excess tissue and abutment exchange. The implanted device remains.